Event description:
During a troubleshooting discussion, it was reported that a cartridge alarm occurred after attempts to prime air bubbles from the pump. The customer's blood glucose level did not exceed 500 mg/dl. The customer loaded a new cartridge to resolve the issue but declined further troubleshooting and requested a replacement pump, which was subsequently sent by tandem technical support.